Event description:
It was reported that the during an upgrade procedure to cardiac resynchronization therapy pacemaker (crt-p) while repositioning the right ventricular (rv) lead, the physician was having difficulty with torquing the lead, the helix mechanism jumped out possibly causing a perforation. The rv lead was explanted and replaced. An echocardiogram was performed, and a small effusion was found, the patient was hospitalized overnight for monitoring. The following day the patient was discharged home. No additional adverse patient effects were reported. The lead will not return for analysis, it was discarded by hospital staff.

Event description:
It was reported that the during an upgrade procedure to cardiac resynchronization therapy pacemaker (crt-p) while repositioning the right ventricular (rv) lead, the physician was having difficulty with torquing the lead, the helix mechanism jumped out possibly causing a perforation. The rv lead was explanted and replaced. An echocardiogram was performed, and a small effusion was found, the patient was hospitalized overnight for monitoring. The following day the patient was discharged home. No additional adverse patient effects were reported. The lead will not return for analysis, it was discarded by hospital staff.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.